Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced pulseless electrical activity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the leadless implantable pulse generator (ipg) the patient experienced cardiac perforation and cardiac tamponade. It was noted that the perforation originated from the upper part of the right ventricle. It was further noted that two-three instances of pressing and contrast imaging were performed and the catheter appeared to have moved near the hinge area, where pressing was also believed to have occurred. A perforation was confirmed near the hinge area, leading to the implementation of pericardial drainage. It was mentioned that blood pressure became unmeasurable, resulting in pulmonary arterial hypertension. The blood pressure recovered, however dropped again requiring the insertion of percutaneous cardiopulmonary support (pcps) and transition to surgical intervention. The leadless ipg and delivery system was attempted/not used. No further patient complications have been reported as a result of this event.